Manufacturer narrative:
Catheter model 81192; lot #a58075; implant date: 2005-(B)(6); explant date: na; catheter model 8731sc; serial #(B)(4); implant date: 2011-(B)(6); explant date: na.

Event description:
Additional information: during an unrelated lumbar spinal surgery the doctor had tied the catheter in a knot. The patient was being treated orally. On (B)(6) 2011, the catheter was revised. The patient experienced post-surgical pain. The patient recovered without sequela. It was noted that at that time the pump reservoir had been empty since (B)(6) 2010. In early (B)(6) 2011, the actual residual volume was greater than the expected volume. The pump was delivering morphine.

Event description:
It was reported that a patient's pump had a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv); specific values were not provided. Per the reporter, the hcp was "getting back more drug than expected". Reporter stated patient had a catheter dye study scheduled for the following day. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.